Event description:
It was reported to vyaire medical that the bellavista 1000 us had a constant high pressure alarm. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. A definitive root cause could not be determined. Sinter filter was found clogged. As a resolution, vyaire field service representative(fsr) went onsite for sinter bronze filter replacement. Performed software upgrade to ver.21. Calibrations and verification passed. Unit is now working as designed.